Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt had a fall in (B)(6) 2010. She reported that her tailbone and the ipg site received most of the impact. She stated that since the fall, the stimulation has been intermittent and painful. After the fall, there was redness around the ipg site, but this resolved. The ipg site has been painful to the touch. The pt reported that her physician has requested that scans be taken, but the date of this procedure is currently undetermined. No further info is available.